Manufacturer narrative:
The insulin pump passed all functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. However, the insulin pump had a loud motor noise during rewind due to faulty motor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was 890 mg/dl. Customer stated that she had abdomen pain and was vomiting prior to hospitalization. Nothing further was reported.